Event description:
It was reported that on an unknown date during a procedure, it appeared that the fenestrated lag screw missed the tfna nail when using the 130 degree aiming arm. The lag screw ended up missing the nail anterior causing the surgeon to free hand the lag screw in the correct place. Also, the tfna helical blade and screw inserter broke while turning the screw. The threaded tip snapped off when inserting. This complaint involves three (3) devices. This report is for one (1) unk - screws: lag. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown - screws: lag/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.